Event description:
(B)(4). Got essure in (B)(6) 2012 or (B)(6) 2013. My lady parts hurt bad for 2 days. After that everything seem normal. Couple months later my period started and it was and still is heavy with serval blood clots that are a size of a penny and sometimes I can push them out. And they are big. I have stabbing pains in my right side when my tube is they come as go as they please. It brings me to my knees. Real bad cramps (never had those b4.) A couple times I have felt what seems to be kick.. And nipples get real sensitive. I have a little pain in left side tube. Did not go back to get test due to insurance wouldn't pay and I don't have (B)(6).. Called the doctor many times for the nurses to tell me it's normal so I stop calling. I have it almost 3 years. Period is same heavy badly sometimes dark and always have big clots. I don't even stop when I'm taking a shower. Usually I would stop for couple hours. Not anymore. I have be getting headaches in last 2 months really bad. To where I can't stand to be around noise. And send my kids to their bedroom. I still have essure. I'm afraid to go to doctor. Plus my doctor wouldn't even say anything about removing it.